Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged runny nose. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging runny nose and headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously mentioned incorrect date in section b3 and g3. In this report b3 and g3 has been updated/corrected. In previous report section b7 reported incorrectly. B7 should have been empty. Previous report b5 section was incorrect. The correct b5 should have been the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged runny nose, headache. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report h6 has been updated/corrected.